Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted 2015-(B)(6). (B)(4).

Event description:
It was reported that the next day after implant, the right ventricular (rv) lead was found to have low r waves and high capture thresholds. An x-ray showed no obvious dislodgement. The pocket was opened and the rv lead was repositioned. The rv lead remains in use and no patient complications have been reported as a result of this event.